Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted, and on (B)(6) 2012 solyx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
It was reported that patient underwent laparoscopy with right salpingo-oophorectomy, hysteroscopy, dilation/curettage and novasure endometrial ablation on (B)(6) 2013 due to right pelvic pain and abnormal uterine bleeding. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia. The patient underwent mesh removal on (B)(6) 2012 due to mesh erosion. (B)(4).